Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section g2, report source, of the initial medwatch report stated: company representative. Section g2, report source, of the initial medwatch report should have stated: distributor, other (third party servicer). New information for supplemental medwatch report 001 -- h6: ventec was provided with a copy of the authorized third party service provider (asp) work order where it was observed that the date that the asp had observed the reported issues was on (B)(6) 2021. As a result, section b3, date of event, has been updated from 09/13/2021 to 08/11/2021. The device was evaluated by ventec where the reported issues of it measuring lower peep (positive end expiratory pressure) than set and having low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device had low peep (positive end expiratory pressure) readings, its exhaled tidal volume (vte) levels were low and the device will not pass the pre-use test. There was no patient involvement.